Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose was 10mmol/l.